Manufacturer narrative:
Zoll has not yet received the zoll catheter for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Approximately 1 to 2 hours during ivtm therapy cooling phase, the nurse observed that the saline bag was empty. Upon inspection, no signs of leak was observed on the start-up kit or on the patient's bedside. No thermogard console alarm was observed. Following this, the user replaced to another solex catheter to complete ivtm therapy. No further issue was reported. No known impact or patient consequence was reported.